Event description:
It was reported that a spectrum pump displayed error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed and reproduced the reported symptom error 105. Evaluation found that this was caused by a failed motor flex. The failed motor assembly was replaced.